Manufacturer narrative:
MDR 3003442380-2024-00881 - device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set fell off during use on 30-mar-2024 for first and second events and 03-apr-2024 for third and fourth events. Moreover, the issue occurred with four infusion sets used for less than a day. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.